Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Device evaluation : lens was returned in liquid, in lens vial. Visual inspection found a tear on the optic and a torn haptic. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the plunger kept dragging and pulling a 12.6mm, micl12.6, -13.5 diopter, implantable collamer lens. The lens would not fully insert and then it tore. There was no patient contact. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.